Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 125cc mentor smooth round moderate profile saline breast prosthesis, experienced right side deflation post-operatively. Deflation confirmed by CT scan. As a result, the patient underwent removal on (B)(6) 2018 and was scheduled for replacement on (B)(6) 2019.